Event description:
Healthcare professional (hcp) reports one incident of a blood leak during pt treatment at the luer connection between the dialyzer venous blood port and the bloodline. No pt injury or medical intervention reported. No further info reported.